Event description:
It was reported that the pt attended the clinic in 2009, for his initial stimulation. At today's appointment, the audiologist could not get the pt to perceive sound at the limits of the software . At this high level, the pt reported pain, but no sound perception. The pt's audiologist stated there was no significant swelling near the implant site. Test results indicated hi on electrodes 4,6,7 and 10. These electrodes were turned off while stimulating. Integrity and coupling were reported as good. Ground path impedance was normal. A CT scan was carried out the same day. The scan was reviewed and it was found that the implant was not in the cochlear. The pt was explanted nine days later, and med-el was not notified of the surgery prior to the request for the explant kit. A re-positioning surgery was attempted, but was not successful so the pt was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.